Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. A correction bolus was delivered to address bg level. Customer updated their pump settings to address the event.